Event description:
It was reported via user-facility medwatch report that "during routine testing by nurse, brakes were found to not hold acceptably." It was reported that "upon testing, caster rolled at 35 lbs of force." Reportedly, the bed had a recall brake kit installed (B)(4) 2008. No adverse consequences were reported.

Manufacturer narrative:
Brake plate.